Event description:
It was reported that the suction was blocked during case and couldn't be unblocked. There was no backup device available, case was finished with a different technique: diathermy. There was no significant delay or patient injury reported.

Manufacturer narrative:
Usage of device: corrected information.

Manufacturer narrative:
The reported device was returned to the local office and intended to be used for treatment, but was not made available to the designated team for investigation. We cannot determine if there is a relationship between the device and the incident because the product was returned to the local office; however, was not made available to the designated team for evaluation. Visual inspection and functional testing could not be performed because the device in question was returned to the local office; however, not made available to the designated team for evaluation. Thus, the complaint could not be verified and a root cause could not be determined with confidence. If / when the device is returned to the designated team for evaluation, this investigation will be reopened. Several factors could contribute to the reported failure. It is possible that the suction line was not connected, suction pressure may have not been enough to excavate blood and tissue, or there was an attempt to excavate large ablated tissue remnants. Clogging of the wand suction is typically caused by large, ablated tissue remnants. Periodically wiping the unactivated tip with wet gauze can help prevent clogging. Should the wand become clogged, intermittently dip the tip into a saline filled beaker and activate the wand with the ablation foot pedal to flush the suction port. If the wand remains clogged, a 10-20cc syringe filled with saline may also be used to back flush the suction port. There were no indications during manufacturing record review that would suggest that the device did not meet product specifications upon release into distribution.